Event description:
It was reported that they are getting an alert 113 (reduced water temperature control). Patient temperature (pt) was 36.7c, targeted temperature (tt) was 33c, water temperature (wt) was 28.4c, flow rate (fr) was 1lpm, system hours were 3906, pump hours were 3662, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Advised this device would need to go to biomed for a new mixing pump. Based on the diagnostics the mixing pump has failed. They stated they would order and replace the parts onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are getting an alert 113 (reduced water temperature control). Patient temperature (pt) was 36.7c, targeted temperature (tt) was 33c, water temperature (wt) was 28.4c, flow rate (fr) was 1lpm, system hours were 3906, pump hours were 3662, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Advised this device would need to go to biomed for a new mixing pump. Based on the diagnostics the mixing pump has failed. They stated they would order and replace the parts onsite. Per follow up information received via phone on 30mar2024, it was reported that the male patient was in his 60's. Therapy was not completed on patient and there was no impact. Advised by mis to switch devices. The second device power cord was not screwed in to the device and they could not use it. The device was sent to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.